Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device shut down unexpectedly and restarted. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device data logs found a single occurrence of system fault 74 indicating a software task fault which resulted in the device reset. Performance testing was not able to reproduce the device fault. Based on the investigation results and previous investigations of similar complaints, it was determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device shut down unexpectedly and restarted. There was no patient injury reported as a result of this incident.